Event description:
Pt on bipap machine alarmed at 0105 that proximal line was disconnected. Staff checked all connection and alarmed ceased. At approx 0300 bipap machine started multiple alarms with no flow coming out. Staff placed pt on non-rebreather oxygen mask. Pt stopped breathing and bag mask manual ventilation was initiated. Pt's heart rate 60, o2 saturation 55 to 58%. Emergency room physician was and respiratory therapist were summoned to patient's room. Upon arrival physician noted asystole on cardiac monitor. Pt was documented do not resuscitate and do not intubate status. Pt's son was present in room during this occurrence. Pt was pronounced expired at (B)(4). After testing circuit on bipap machine, proximal line possibly malfunctioned while on pt. Tested machine with new circuit proximal line and bipap machine passed initial test with no further alarming noted. Diagnosis or reason for use: co retention, shortness of breath, worsening hypoxia, pneumonia, influenza, renal failure, respiratory failure. Purchased from (B)(4) in (B)(4).